Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulmonary embolism procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 24f and the pulmonary embolism procedure was completed. Reportedly post procedure, the patient moved during suture management and both sutures broke. The suture of a third proglide device was deployed; however, the suture didn't capture the artery and the whole suture came out with the device. Two hours of manual compression were applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported suture malposition and subsequent treatment appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.